Event description:
The facility representative reported a colleague infusion pump with a "channel a is not fully opening or closing". This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a channel a failure was confirmed during product evaluation. The assignable cause was a defective pump head module on channel a. The pump head module on channel a was replaced to correct the reported condition additional information: the user interface module software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.